Event description:
The patient has a history of nonischemic cardiomyopathy,chronic diastolic congestive heart failure and aortic valve replacement many years ago. Cardiology consult notes: "...the patient had an ICD implanted with a subsequent generator change a few years afterwards and upgrade to a biventricular ICD at that time. Recent surveillance of his riata lead showed characteristic findings of externalization. He is seen for lead extraction and replacement." Notes from the operative report: "we returned our attention to the riata lead and actually utilized a new laser fiber and were able to remove the riata lead in its entirety. Examination of the lead confirmed the presence of the exteriorized conductors distal to the proximal coil. The lead was removed without any complication." "...the patient returned to the post-anesthesia care unit (pacu) in satisfactory condition having tolerated the procedure well."